Event description:
A report was received that the patient had not used her device in over a year and the ipg was in hibernation. Although a bsn sales representative attempted to troubleshoot and was able to get the ipg out of hibernation, the patient continued to experience difficulties charging her ipg. The bsn sales representative offered to troubleshoot the patient's ipg again, but the patient refused and requested an ipg replacement. The physician replaced the patient's ipg.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation of the explanted device found that no anomalies or deviations potentially related to the event occurred during manufacturing. This is the final report.